Event description:
It was reported that the generator and lead were discarded by the explanting facility and they will not be returned to device manufacturer for analysis.

Event description:
It was reported that the patient was referred to surgeon for generator and lead replacement due to a lead break. The neurologist indicated that the device was not programmed off and that no manipulation or trauma occurred that is believed to have caused or contributed to the lead break. X-rays were sent to neurosurgery for review. The physician indicated that the lead break was observed on (B)(6) 2013. It was later reported that the patient underwent vns system replacement on (B)(6) 2013. Attempts to have the device returned to manufacturer for analysis are underway; however, the device has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.